Manufacturer narrative:
Correction: d3, updated to legal mfg. Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. It is the responsibility of the surgeon to become familiar with the proper techniques for use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, yp1301rw, y-knot pro flex 1.3 mm anchor, ribbon white/black, was being used during an abr procedure on (B)(6) 2025 when it was reported, ¿when using the third yknot, the tip of the inserter broke. There was no problem with the usage procedure, and the bone was not hard, so the cause was unclear. However, even when examining the tip of an anchor that was inserted normally without breaking, the u-shaped portion of the inserter was slightly expanded after insertion, suggesting that a significant amount of force was applied." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested; however, to date conmed has not received a response. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, yp1301rw, y-knot pro flex 1.3 mm anchor, ribbon white/black, was being used during an abr procedure on (B)(6) 2025 when it was reported, ¿when using the third yknot, the tip of the inserter broke. There was no problem with the usage procedure, and the bone was not hard, so the cause was unclear. However, even when examining the tip of an anchor that was inserted normally without breaking, the u-shaped portion of the inserter was slightly expanded after insertion, suggesting that a significant amount of force was applied.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested; however, to date conmed has not received a response. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.